Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique with two proglide devices prior to an percutaneous endovascular aortic repair (pevar). Reportedly, pulsatile flow was exhibited; however, upon resistive retraction the first device came out with tissue jammed inside the semi-retracted foot plate. The sutures appeared to be properly deployed. After removal of the pevar catheter and under manual compression, a third device was placed in case hemostasis could not be achieved with the two existing sets of proglide sutures. Hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.